Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for the elecsys total psa immunoassay (tpsa) on a cobas e 411 immunoassay analyzer (e411). An erroneous value was reported outside of the laboratory. The sample initially resulted as 0.002 ng/ml accompanied by a data flag. The sample was repeated, resulting as 1.23 ng/ml. On (B)(6) 2018, a second sample was collected from the patient and tested, resulting as 7.95 ng/ml accompanied by a data flag. This sample was repeated twice on (B)(6) 2018, resulting as 7.71 ng/ml accompanied by a data flag and 7.69 ng/ml accompanied by a data flag. The original sample was also repeated on (B)(6) 2018, resulting as 8.35 ng/ml accompanied by a data flag. The original sample was repeated twice on (B)(6) 2018, resulting as 8.19 ng/ml accompanied by a data flag and 7.92 ng/ml accompanied by a data flag. No adverse events were alleged to have occurred with the patient. The tpsa reagent lot number was 247045. The reagent expiration date was asked for, but not provided. The instrument was checked for damage and alignment issues. Quality controls were checked. Precision studies were performed and results were almost the same, with mini-variations.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.